Event description:
Information was received indicating that the flange to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube detached in two when the physician went to put the trach tie on. Subsequently, the trach tube was changed out. There were no reported adverse effects.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection of the device found it to have a broken flange and the connector appears to be discolored. The assembly process was performed according to the procedures listed above. 32 assemblies were reviewed to see if they had a molding issue such as "short shot, cuts, split, voids or bubble" , and no discrepancies were observed. Additionally, two photos were received. A broken flange was observed. The customer's reported complaint has been confirmed and the problem source has been determined to be unknown.